Event description:
The dealer reported that the concentrator is shutting down unexpectedly. It is unknown if the unit is alarming prior to shutting down to alert the user to switch to an alternate souce of oxygen.